Event description:
Edwards received information that this mitral bioprosthetic heart valve was explanted after two (2) years, five (5) months due to stenosis. This was replaced with a 27mm mechanical valve. As reported, the patient was listed in stable condition post-operatively. No additional details provided.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to heavy calcification was observed in the cusp areas of all three (3) leaflets and in the free margin of one (1) leaflet. Analysis via x-ray also confirmed calcification. Minimal to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect, at the inflow aspect, into the orifice, at the stent inflow, and at the stent outflow. Host tissue fused leaflets two (2) sets of leaflets at their commissure, on the outflow aspect. Incidental findings: no visible damage to the wireform was observed. Method: x-ray. Customer report of stenosis could be confirmed as calcification restricted mobility in the leaflets and led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).